Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The device was not returned for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the patient¿s heavily calcified stj, native annulus and native leaflets was the perceived cause for the balloon burst. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
Prior to implant of a 23mm sapien 3 valve in the aortic position, bav was performed and the bav balloon burst. During valve implant, the commander delivery system balloon ruptured when the valve was fully deployed. The valve was post dilated with a new commander delivery system and, again, the balloon burst. At the time of the report the patient was stable. The patient¿s heavily calcified stj was the perceived cause for the balloon burst. The patient¿s native annulus and native leaflets were severely calcified. Nominal inflation volume was used.